Event description:
It was reported that five days after the initial implant, the right ventricular lead had no capture in a unipolar mode, but would pace at high outputs in a bipolar mode with occasional diaphragmatic stimulation. The physician speculated that a micro-perforation had occurred. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The proximal conductor was distorted and there was apparent explant damage.